Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device penetrating her right fallopian tube') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, genital prolapse nos, hyperthyroidism, urinary incontinence, fractured toe and female sterilization. Previously administered products included for an unreported indication: ibuprofen and multivitamin. Concomitant products included ethinylestradiol;levonorgestrel (trivora) and levothyroxine. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of essure insertion: (B)(6) 2005 (as per mr) discrepancy noted. Description of procedure: bilateral ostia were visualized after which time essure device was used to employ a stent in the left ostium and then this was attempted in the right side but the coils did not deploy. Due to 13 coils remaining on the left side that stent was removed too and a second set of stents was placed in, both on the left and right without any difficulty. Seven coils were noted on the right side and six coils on the left. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Imaging procedure - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device penetrating her right fallopian tube') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, genital prolapse nos, hyperthyroidism, urinary incontinence, fractured toe and female sterilization. Previously administered products included for an unreported indication: ibuprofen and multivitamin. Concomitant products included ethinylestradiol;levonorgestrel (trivora) and levothyroxine. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salphingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of essure insertion: (B)(6) 2005 (as per mr) discrepancy noted. Description of procedure: bilateral ostia were visualized after which time essure device was used to employ a stent in the left ostium and then this was attempted in the right side but the coils did not deploy. Due to 13 coils remaining on the left side that stent was removed too and a second set of stents was placed in, both on the left and right without any difficulty. Seven coils were noted on the right side and six coils on the left. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Imaging procedure - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: pfs and mr received: outcome and onset date of events: pelvic pain, abnormal bleeding, vaginal hemorrhage, menorrhagia, dyspareunia, dysmenorrhea were updated and added respectively. Intensity of event: pelvic pain was added. Medical history, concomitant drug, lab data were added. Patient demographic was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device penetrating her right fallopian tube') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and genital prolapse nos. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterctomy with bilateral salphingectomy and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-mar-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), dyspareunia and dysmenorrhea and an essure penetrating her right fallopian tube. Patient demographics, medical history, lab data, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.